Manufacturer narrative:
The device was returned due to advisory status. As received, the device was returned with normal telemetry and output. Final analysis did not identify any anomalies.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced.